Event description:
Event description cpi received information that this ventak p implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system exhibited oversensing. Invasive surgery was performed to investigate the problem; the testing performed could not determine whether the lead had a fracture, or the problem was related to the ICD. It was noted, however, that when the physician tried to re-tighten the setscrews on the lead terminal pin, that the ICD oversensed, and the lead terminal pin could be pulled from the ICD header even though the setscrew was tight. Both the ICD and the lead were replaced.